Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Description of incident: when methotrexate used for ectopic pregnancy was reconstituted with the bd phaseal¿ system injector, reference: 515003 and lot unknown, methotrexate was found to flow out of the injector. Indeed, when the nurse tried to remove the injector from the methotrexate vial, liquid flowed around the needle casing. Finally, the nurse used a second injector of identical reference and unknown batch to repeat the procedure, leading to the same incident. The same incident. Opening a third injector of identical reference and unknown batch, the procedure was successfully completed. Clinical consequences: exposure of nursing staff to a hazardous substance methotrexate spillage. To date no clinical consequences have been observed for patients or staff. Actions taken at the plant: opening of 3 injectors and 4 vials of methotrexate. The device is not available for expert appraisal. Could you confirm if the leak occurred inside the injector plunger or between the injector and the syringe? Answer: between the injector and the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of incident: when methotrexate used for ectopic pregnancy was reconstituted with the bd phaseal¿ system injector, reference 515003 and lot unknown, methotrexate was found to flow out of the injector. Indeed, when the nurse tried to remove the injector from the methotrexate vial, liquid flowed around the needle casing. Finally, the nurse used a second injector of identical reference and unknown batch to repeat the procedure, leading to the same incident. The same incident. Opening a third injector of identical reference and unknown batch, the procedure was successfully completed. Clinical consequences: exposure of nursing staff to a hazardous substance methotrexate spillage. To date no clinical consequences have been observed for patients or staff. Actions taken at the plant: opening of 3 injectors and 4 vials of methotrexate. The device is not available for expert appraisal